Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004. Product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving dilaudid 20 mg/ml at 5.858 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the healthcare provider was not able to aspirate the catheter during the pump replacement for eri (elective replacement indicator). Per the reporter, the physician attempted to aspirate the catheter at the pump connector and was not successful. The physician also attached the catheter to the new pump and tried to aspirate the catheter through the cath port which was unsuccessful. The physician wanted the pump to be started without doing a priming bolus or without successfully aspirating the catheter. The physician was advised that if he did this that the patient could have a lapse in therapy related to the inner pump tubing. The physician also lowered the patient daily dose from 7.799mg/day to 5.858 mg/day. The physician would see the patient in his office on (B)(6) 2018 for a post op visit. Per the physician the patient was being weaned off of the dilaudid related to testing positive for other controlled substances on his drug screen. The physician also stated the patient was not compliant with refill and follow up visits. The physician gave the patient oral meds to take prn. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.